Event description:
The clinician reported that 1 month after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.